Event description:
Procedure: nephrectomy. According to the reporter: stapler failed on laparoscopic nephrectomy case. Cut vessel, but did not deploy staples. Resulted in massive transfusion. Right laparoscopic nephrectomy - emergently converted to open.

Manufacturer narrative:
(B)(4).